Event description:
It was reported that an ilet displayed a black screen and would not power on after previously operating normally, despite multiple charging attempts with the supplied charger and alternate outlets, a magnetic phone charger, and a prolonged wake-button press while on charge; device data in engineering logs stopped abruptly without a manual shutdown, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued cgm use with the user¿s phone or receiver and planned startup of the replacement device. Investigation included review of engineering logs and structured troubleshooting with power cycling and alternate power sources, and receipt and inspection of the returned device. During investigation the device was placed on a charge pad and powered on, however review of the device's software information found a bluetooth communication issue. The alert is confirmed to be due to a faulty flex cable. It was concluded that the cause was related to a component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.